Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device with 510(k) p070016. Summary of investigational findings: the IFU (I-tx2-pro-form-1401-361-03) states: 2 intended use. The zenith tx2 taa endovascular graft with pro-form with the z-trak plus introduction system is intended for treatment of patients with atherosclerotic aneurysms, symptomatic acute or chronic dissections, contained ruptures, growing aneurysms and/or resulting in distal ischemia, in the descending thoracic aorta. Based on the above investigation it is most likely that the root cause for the false lumen growth and conversion to open repair was caused by an uncovered type b entry tear extension into the aortic arch. The device is only intended for treatment of aneurysms/dissections in the descending aorta and did not cover the entry tear extension in the ascending aorta. No evidence to suggest that the product was not manufactured according to specifications or that the IFU was insufficient. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complaint: on (B)(6) 2015, a (B)(6) male patient underwent tevar with zteg-2pt-38-202-pf-d/(B)(4) and gzsd-36-164-2/(B)(4). The patient was not suitable for the procedure though, the physician performed the tevar with putting a high priority on life prolongation by improving the perfusion disorders. On (B)(6) 2015, confirmatory angiography confirmed proximal type I entry flow. No additional treatment was performed. On (B)(6) 2015, post-procedure f/u contrast CT confirmed proximal type I entry flow. No additional treatment was performed since the physician judged that the perfusion disorders were improved and the patient's life was saved, which had been the first priority. There have been no adverse effects to the patient reported. <additional information is received: on (B)(6) 2015: 1-month f/u contrast CT confirmed proximal type I entry flow. On (B)(6) 2015: 3-month f/u contrast CT confirmed proximal type I entry flow and enlargement of the false lumen compared with 1-month f/u; abdominal false lumen: 10mm (1mon)--> 16mm(3 mon). On (B)(6) 2015: the physician decided to conduct an open surgery to treat the proximal type I entry flow at a later date. On (B)(6) 2015: the open surgery was performed; first, zteg-2pt-38-202-pf-d/(B)(4) was cut in two by the physician. The proximal segment was removed, then the distal segment and the bare stent gzsd-36-164-2/(B)(4) were left inside the patient. After that, blood vessel prothesis implantation was performed. The operation was completed with no problem. The patient recovered after the additional treatment. Patient outcome: the patient recovered after the open surgery.